Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of 1 year, 2 months due unknown reason. The explanted valve was replaced with a 25mm 11500a valve.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of 1 year, 2 months due to unknown reason. The patient presented with a heart murmur. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, there was no mention of redo-avr for this patient, only avr of the native aortic valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.